Event description:
It was reported that the 9600 system had a low error message displayed and double image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube will be replaced by the customer. A follow up report will be filed, when add'l details become available.